Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 1 year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment the root cause was presumably an occupied port due to a usage error. There was no patient or user harm.

Event description:
Self test failed' alarm went off on 9 september. It reproduced several times. The device was started up the next day, no alarm occurred. The hospital staff wants to know if he can use the device again.